Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: after investigation, a 68-year-old male patient underwent wound sewing in hospital on (B)(6) 2024 due to "hand contusion" (the specific surgical name was unknown), and sa84g was used for tissue sewing during surgery (the specific sewing tissue and sewing method were unknown). On (B)(6) 2024, the patient felt local swelling. After the gauze was removed, the doctor found the sewing site was red and swollen. The patient was given local iodine disinfection, ethacridine lactate solution to wash the wound, sterile gauze for bandaging again, and cephalexin capsules for oral treatment (specific dosage unknown). About two days later, the patient's wound redness and swelling were relieved. No further details regarding the event were provided by the hospital and no subsequent adverse event reports were received.

Event description:
It was reported that a patient underwent a wound suturing surgery due to hand contusion on approximately (B)(6) 2024 and suture was used. As the wound exceeded 2cm, the doctor used sutures to suture the wound for the patient. After bandaging, the patient felt local swelling two days later. After removing the gauze, the doctor found that the suture site was red and swollen. After local disinfection with iodine, the wound was rinsed with ethacridine lactate solution, bandaged with sterile gauze, and treated with oral ceftriaxone capsules. After about two days, the redness and swelling were relieved. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the manufacture/expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight, bmi at the time of index procedure. Date of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were cultures performed? Results? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?